Manufacturer narrative:
An event of explant due to structural valve deterioration was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date an unknown trifecta valve was implanted in a patient. On an unknown date, it was reported that device was explant due to structural valve deterioration. An unknown device was implanted as a replacement. Patient status is unknown.